Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, " the patient reported a car accident, trauma to hip, and the hip started making a grinding sound. After x-rays were taken, the surgeon did not like the positioning of the shell, so the patient was revised."